Event description:
Physician was performing a procedure on an obese female. The physician inserted the device and then performed a fluoroscopy whereupon he noted that the device was kinked. The physician retracted the device and, in the process, the sheath portion separated from the device. The physician extended the skin nick and was able to use a forceps to retrieve the sheath. The procedure completed and there was no pt injury.

Manufacturer narrative:
The device was not returned for inspection. A CAPA investigation has been conducted into the identification of a root cause for sheath detachments and as a result of the investigation arstasis has identified a design improvement, new spec and new test method that are intended to reduce the incidence of sheath detachment. The design change was reviewed by the peripheral vascular devices branch in the office of device eval as a special 510(k) submission and has been cleared (k102728) october 7, 2010.